Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0vjds, implanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient lost weight and now complains of pain from lead. They are doing a revision today.